Event description:
Femur trial would not fit. Used planar probe and we were 2mm proud anterior and 2mm deep posterior. Surgical delay: 15 minutes. Case type/application: tka.

Manufacturer narrative:
An event regarding inaccurate resection involving a mako tka software was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: review of the case session files was not performed as case session data was not provided. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1056 was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob1056 shows 1 similar complaints for tka software - inaccurate resection. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the case session/log data are needed to complete the investigation for determining root cause. The folder ¿dr. From hospital" provided for the patient plan and the log files, cannot be located in s:complaints. Product surveillance will continue to monitor for trends. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Femur trial would not fit. Used planar probe and we were 2mm proud anterior and 2mm deep posterior. Surgical delay: 15 minutes case type application: tka.